Event description:
The customer reported her blood glucose reached 440 mg/dl less than 14 hours after the pod was activated. The pod was deactivated and she gave herself a manual injection with an insulin pen (exact dosage was not provided). She was able to activate a new pod.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a leak at reservoir o ring. The leakage through the o-ring confirms that the programmed insulin did not deliver sufficient amount of insulin which then contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.